Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was ¿taking longer than expected¿ to charge. Customer could not recall blood glucose level at time of the event. Reportedly the customer continued to use the pump for insulin therapy.